Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a venous air alarm occurred just as the patient's blood reached the dialyzer prior to the circuit being completely filled. Due to the amount of time spent troubleshooting the alarm, the circuit clotted preventing rinseback of the patient's blood and resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The actual cause of the venous air alarm is not known, however, the user's guide states possible causes for this alarm as a loose or dislodged connection, air in saline during prime or residual air in cartridge during prime. The user's guide provides adequate instructions for troubleshooting air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.